Event description:
It was reported that the patient presented for routine generator change. It had previously been noted that their right ventricular (rv) lead exhibited chronically high pacing threshold. Therefore, the physician elected to cap and replace the rv lead on (B)(6) 2021. The patient was in stable condition.